Manufacturer narrative:
Corrected sections as of 28-oct-2020: h10: most likely underlying root cause corrected from "mlc-28: there was not enough information to determine the mlurc" to "mlc-41: dead battery".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-28: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on 24-aug-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated he felt weak and tired. Customer was not able to speak at the time as he was awaiting a telephone call. Note: manufacturer contacted customer in a follow-up call on 25-aug-2020 to ensure that the customer's condition improved - able to establish contact with customer's wife and stated he still had symptoms of feeling weak and tired and that he was currently at the doctor's due to the symptoms. Unable to contact the customer at follow-up call on 26-aug-2020.

Event description:
During follow-up call on (B)(4), the customer reported that he was not feeling well and was currently having symptoms of feeling weak, tired and pressure in his head/headache. Medical attention was not required at the time of the call. During the follow-up call, a blood test was performed by the customer fasting using truemetrix meter and produced test result of 138 mg/dl ((also documented on 51922. Customer was satisfied with the result stating his expected glucose test result range was 107-125 mg/dl fasting. The customer was not concerned with the results obtained using the replacement truemetrix meter.